Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an MRI wherein ipg was placed in MRI mode, the patient immediately experienced shocks throughout their body and the scan was stopped. The constant shocks stopped after the scan was stopped, but patient was still receiving infrequent shocks. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
The report of ¿shocking sensation during MRI¿ was not confirmed. Analysis of the returned ipg found as received, the device was in service app. The service application condition was a result of the explant procedure. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. The shocking sensation allegation was not able to be confirmed. Data found using uep confirmed that therapy was turned off when MRI mode was turned on and was not enabled after MRI was turned off. It was also found that on the day of explant therapy was not ¿on¿. Unable to functionally test the ipg on the automated test system (ate) due to the ipg generating a crc error.